Manufacturer narrative:
The reported field event of loss of pacing output was confirmed in the laboratory and is a known potential effect caused by electrocautery interference. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement due to eri. During the procedure the peak plasma blade was used to open the pocket and after application it was noted that the patient had gone asystolic due to a loss of pacing output from the device for a period of 22 seconds. . No specific patient symptoms were noted to have occurred at the time. The physician quickly detached the lead and connected it to the new device where pacing resumed as expected and the patient's heart rate returned to normal. Patient was stable.